Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was transported by ambulance to the hospital and subsequently admitted with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl. The patient was treated with IV (intravenous) fluid with medications for an unrelated infection, and also given short-acting insulin. The patient reported being unable to activate a pod with the controller, therefore she was not wearing a pod at time of hospital admission. The patient was released after 3 days and will be using an alternate form of insulin delivery until the controller is replaced.

Manufacturer narrative:
The case description states that the user was hospitalized with high bg levels after the user was unable to activate new pods. It was reported that the user had 8 pods that would not activate. The physical controller was not received for investigation. The android log files from the complaint controller were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files downloaded from the returned controller found evidence of communication issues during activation on the date of occurrence. The audit logs show that communication issues occurred between the user's active pod and controller, resulting in the controller generating communication error messages. The deactivate button was pressed to deactivate the active pod, however the communication issues prevented deactivation of the pod, resulting in the system discarding the pod. Inspection of the logs found that prior to the pod being discarded, the controller was unable to send commands to the pod successfully as a "failedtosend" error occurred each time. The audit log files show that after the pod was discarded, activation step 1 repeated for the remainder of the audit files, and activation of a new pod did not occur. Inspection of the engineering logs found that the after the pod was discarded, the controller was able to scan for pods and detect pairable pods, but the controller ignored pairable pods and was unable to successfully pair with a pairable pod. The investigation found that following the communication error that resulted in a pod discard, no pods were successfully activated due to communication issues. Without successful activation of a new pod, the user was unable to receive insulin using the system.